Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump fell and touch screen became shattered. Subsequently, an undefined malfunction occurred. The customer's blood glucose level was 185 mg/dl. Although requested, customer declined to provide what type of back up therapy would be used.